Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that two case studies were presented from a clinic that provides home medical care (hmc) by multidisciplinary team. The clinic provided hmc to 2,441 patients, with 40% being heart failure (hf) patients. The first patient had a complete right hemiplegia and severe functional impairment due to cerebrovascular disorder. Hmc twice a month, driveline disinfection by home visiting nurse, certified facility visit once a month, and rehabilitation twice a week were provided. Despite covid infection of a family member, the patient's family and the patient insisted to continue home care. By strengthening home care for the short term, they were able to avoid hospitalization, outpatient visit, and covid infection which allowed them to continue home care. The second patient had possible advanced muscular dystrophy, an emergency call for bleeding nose in midnight. Blood sample indicated normal international normalized ratio (inr), no progression of anemia, but confirmed progression of thrombocytopenia. The patient continued home care by sharing information with the certified facility. In both cases, information sharing and the driveline management by hmc, home-visiting nurse, and the certified facility enabled their treatment at home. As destination therapy (dt) require long term home management, there are critical factors which are common with managing elderly hf patients at home in addition to ventricular assist device (vad) management: 1) appropriate medical intervention, 2) information sharing, 3) decision-making support, 4) symptom palliation, and 5) reduction of caregiver burden. For dt management, collaboration between certified facilities and local home care was determined to be important.

Manufacturer narrative:
This event was determined to be a supplemental information to MFR # 2916596-2022-10888 (case 1) and MFR # 2916596-2023-01190 (case 2). All investigation findings are captured under those reports.